Event description:
The account generated a falsely negative architect bhcg result (<1.20 miu/ml) on a patient sample ID (B)(6) who repeated positive (144.67, 138.59 miu/ml). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient; false negative result ; (B)(4). The evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
The specific patient sample in question was not available for return therefore additional testing could not be performed. However, sufficient internal data existed to support the performance of the reagent lot in question. As part of an internal study performed, 309 negative serum samples were tested using reagent lot 02928jn00. In summary, results obtained demonstrates the reagent lot in question performs acceptably and within label claims. In addition, 178 negative serum samples were tested as part of a separate study from which it can be concluded that there were no instances of false negative results obtained. Results obtained as negative were true negative results. Furthermore, a study was performed in house in which a design verification study to evaluate recovery using patient samples was executed using architect total beta-hcg reagent lot 02928jn00. 12 female specimens were assessed and results obtained met all validity and acceptance criteria therefore concluding the reagent lot in question performs acceptably and within label claims. Furthermore, it can be confirmed that there were no instances of false negative results obtained. Furthermore, a review of the final product release testing data for architect total beta-hcg reagent lot 02928jn00 demonstrates that the assay was released within specifications. In addition, during final release testing 16 replicates of each panel level are assessed from which it can be confirmed there were no instances of false negative results obtained. A complaint review for affected lot and ticket trending for the assay did not represent an adverse trend or a non-statistical trend for the customer's issue for the architect total beta-hcg assay. In relation to the customer's observation the architect total beta hcg reagent package insert highlights guidelines on specimen collection and preparation for analysis and a list of known limitations which may be of benefit to the customer. The architect system operations manual contains some information regarding troubleshooting and diagnostics. In conclusion, based on this evaluation, it has been determined that architect total beta hcg reagent kit, list number 7k78-20, lot number 02928jn00, identified in this complaint, is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified.